Manufacturer narrative:
Initial and final MDR 1875016- MDR 3003442380-2024-04606- device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula crimped event on (B)(6) 2024. The event occurred 3 or more hours after insertion. The infusion set was in use for less than 12 hours.the insertion site was at sbdomen. The blood glucose level was 300 mg/dl. The patient replaced infusion set and resumed insulin deliverie successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.